Event description:
The customer contact reported, a leak of an unspecified chemotherapeutic agent. After unspecified length of time in use, the nurse noted that solution was leaking along the length of the tubing set; however, the exact location of the leak was unspecified. The chemotherapeutic solution and the tubing set was replaced and the therapies were resumed. The chemotherapeutic agent that leaked was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers. A representative device from lot number 521185h and lot number 540265h was received. Investigation is not complete.